Event description:
It was reported that patient presented to clinic for an elective generator change procedure. It was noted that the atrial lead exhibited high threshold. The atrial lead was subsequently capped and replaced with new atrial lead on (B)(6) 2026. Additionally, it was also noted that the right ventricle (rv) lead failed to capture. An external pacing was provided. The rv lead was capped and replaced with a new lead with vascular access obtained in left subclavian on (B)(6) 2026. The patient was stable throughout the procedure.